Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and gib boards were replaced. The rtos and gpos pcb's were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system locked up during boot up. Also, the system had poor image quality during pulse mode. No pt injury was reported.